Manufacturer narrative:
Lot numbers updated for products in d10. Continuation of d10: product ID: 9735771, lot number: 1926; product ID: 9735788, lot number: 19240100; product ID: 9735773, lot number: 1924; product ID: 9735787, lot number: 19220105 h3, h6: product 9735771, lot number: 1926 was received by the manufacturer for analysis. Battery was tested (26.26v) with a known good uninterruptible power supply (ups) for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. C19 and d14 are applicable. Previously reported code b01 applicable. H3, h6: product 9735788, lot number: 19240100 was received by the manufacturer for analysis. Ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. C19 and d14 are applicable. Previously reported code b01 applicable. H3, h6: product 9735773, lot number: 1924 was received by the manufacturer for analysis. Battery was tested (52.63v) with a known good ups for a 24hr period. During the 24 hour test the ups shut down due to the battery overheating thus causing no power. Previously reported codes b01, c02, and d02 are applicable. H3, h6: product 9735787, lot number: 19220105 was received by the manufacturer for analysis. Ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. C19 and d14 are applicable. Previously reported code b01 applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the medtronic representative (rep) was setting up for a case and the camera cart shut down. The main cart remained on. He was unable to get the camera cart to power back up afterwards. When he would press the power button on the camera cart, it would not even illuminate blue. No patient was present. Troubleshooting information was provided. Technical services (ts) had the rep shutdown the rest of the system through the software, disconnect it from the ac power in, and disconnect the camera cart battery from its ups. Once disconnected, he waited about 30 seconds before plugging the system back in and turning it on. When powered on, both carts booted up, and the software displayed as expected. Additional information was later received. The rep called to report that after the troubleshooting as described in the case description was completed, the camera cart again shut down unexpectedly.

Manufacturer narrative:
Brand name stealthstation¿ s8 system; product ID 9735670 (serial: (B)(6)); product type: brand name ; product ID 9735771 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735788 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735773 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735787 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field and the medtronic representative (rep) exchanged the camera cart ups and batteries, as well as the main cart batteries and ups. Codes b01, c02, d02 are applicable. No parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.